Event description:
On (B)(6) 2011, I had my saline breast implants replaced with mentor silicone memory gel implants (450 cc's). About a year later, I had a rash on the bridge of my nose and I developed pain in both of my legs, primarily my calves but also in my quads and glutes. For the past 6 years, I have seen multiple rheumatologists and have had an extensive amount of blood/lab work, all coming out normal. The past 2 years, the muscle pain has increased to where I'm in pain even when I am sitting. I started having memory loss, brain fog, extreme fatigue, an inability to concentrate, blurry vision, and joint pain (hips, elbows, forearms, wrists). On (B)(6) 2018, I learned that both of my implants had ruptured. I learned this after having my new dr re-read my mammogram from (B)(6) 2017 (I was not informed of this in (B)(6) 2017). My breast area was never injured. I have no idea how long ago they ruptured, but my guess is when I started having the leg pain. I still have the implants in but am meeting with drs over the next month, so I can explant.